Event description:
The customer reported, that the device received error code 351.6740. There was no patient involvement.

Manufacturer narrative:
The affected device has been received. And an evaluation is pending. A follow up report will be submitted, once the evaluation is completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they adjusted split nut gap replaced front cover, rear case, lt/rt handle, barrel clamp, tube drive, sleeve drive, wiper seal and lower housing. Plunger gripper recall completed. Performed calibration. A review of the device history record showed the device had a manufacture date of 01/22/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical issue of the carriage assy. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device received error code 351.6740. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the device received error code 351.6740. There was no patient involvement.